Manufacturer narrative:
(B)(4). The exact date of the event is unknown. The exact date of implant is unknown. The exact date of explant is unknown. The device was explanted and returned for analysis for an unknown reason. The implant and explant date, physician, and hospital are unknown. Clinical information related to this explant, including patient anatomy and films were not available for review. A section of an unknown size endurant bifurcate was returned. The bifurcate was transected proximally at covered stent #4; 10 mm above the level of the flow divider. The ipsilateral limb was transected distally between stent rings 11 ¿ 12. Both the proximal aortic body, including the suprarenal stents, and the distal section of the ipsilateral limb were not returned. The proximal portion of the contralateral limb was returned implanted within the bifurcate gate. The contra limb overlapped the gate with 4 stent rings (40mm); the contra limb proximal markers were approximately aligned to the bifurcate flow divider marker. The distal contra limb was transected at stent ring #6; 2 stent rings below the bottom of the gate at the same level as the transected ipsi limb. The distal section of the contra limb was not returned. The reason for explanting the device could not be determined from examination of the returned devices. Several fabric tears were observed on the bifurcate which may have been the source of a possible type iii fabric endoleak. A 1.5 mm length x 0.3mm wide abrasion tear was observed approximately 1cm above the level of the flow divider, between stents #4 <(>&<)> #5, just above the proximal margin of the contralateral limb. The exact cause of the tear could not be determined, but it appeared to have been caused by stent abrasion possibly from the distal apex of the adjacent bifurcate stent #4. It is also possible that this hole was caused by the proximal (external) stent of the underlying contralateral limb; however, the in-vivo location of this hole was approximately 5 mm superior to this external stent. Two additional puncture holes, 0.5mm ID and 0.4mm ID, were seen near stent #4 above the ipsilateral limb. The cause of these tears could not be determined. No other integrity issues were seen with the bifurcate, and no issues were observed with the contralateral limb. Since the proximal and distal transected portions of the explanted devices were not returned, this limited the extent of the analysis. Lack of films could not confirm the presence of any endoleak as well as the in-vivo configuration of the stent graft system.

Event description:
An endurant stent graft was implanted for treatment of an abdominal aortic aneurysm. The device was explanted from the patient for an unknown reason. The explanted stent graft was received with no information regarding the cause of the removal of the stent graft.